Event description:
It was reported that during the implant procedure, the stylet could not be inserted into the left ventricular lead. The lead was not used. Another lead was implanted. The patient¿s condition post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.